Event description:
It was reported that while the intra-aortic balloon pump (iabp) was being used, "the power supply got to be out of order and then the pump was being operated by battery. The battery became fully discharged and as a result the hospital staff exchanged the pump to another pump (kaat ii plus)." The pump (iap-0500, (B)(4)) is "new" and the staff was very upset about the incident. The "service man in distributor and he replaced the power supply by using the one from a demo unit and sent the pump back to the hospital." The "faulty power supply was sent to the manufacturer."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.